Event description:
Boston scientific became aware of incidents associated with the capio slim suturing device through the publication "short-term complications following transvaginal sacrospinous ligament rectopexy: a retrospective cohort study" by hadizadeh et al., in the international urogynecology journal (2025). The study described 190 women who underwent transvaginal sacrospinous ligament suture rectopexy for obstructed defecation syndrome between january 2018 and may 2024. In all cases, bilateral sacrospinous ligament sutures were placed using the capio slim device with 0-polydioxanone sutures. According to the publication, the following events were reported among patients who underwent transvaginal sacrospinous ligament suture rectopexy using the capio slim device. Three cases of rectal injury were reported: two were identified intraoperatively, one during posterior dissection and another during placement of a sacrospinous suture, both of which were repaired at the time of surgery. The last case occurred nine days after surgery when a patient was taken back to the operating room for exploration due to pain, during which a rectal injury was identified and repaired. One patient developed significant bleeding during sacrospinous ligament dissection, which was managed intraoperatively with pressure and hemostatic agents, and the patient was discharged on postoperative day one. However, this patient returned five days later with vaginal bleeding, and examination revealed a hematoma near the right sacrospinous suture; the suture was removed and the hematoma evacuated, resulting in resolution of symptoms. Within 30 days of discharge, four patients required reoperation: two for sacrospinous pain necessitating suture removal, and two for vaginal bleeding related to hematoma formation. No cases of surgical site infection, sepsis, or mortality were observed. Medical/surgical history: the participants had a variety of medical conditions, including high blood pressure, diabetes, cardiovascular and respiratory diseases, sleep apnea, chronic pain, depression or anxiety, and a history of deep vein thrombosis. Many had previously undergone surgeries, most commonly hysterectomy and other abdominal procedures, with a smaller number having had prolapse or stress urinary incontinence surgery.

Manufacturer narrative:
Block h11: correction to blocks b2: outcomes attrib to adv event and e1: initial reporter phone. Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 62.3 years. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 26.9 kg/m2. Block b3 date of event: the exact date of event onset is unknown. (B)(6) 2018 was selected as the best estimated event date based on the information indicating that the procedures occurred between (B)(6) 2018 and (B)(6) 2024. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: hadizadeh, a., chill, h. H., leffelman, a., paya-ten, c., chang, c., lee, j., goldberg, r. P., abramowitch, s. D., & rostaminia, g. (2025). Short-term complications following transvaginal sacrospinous ligament rectopexy: a retrospective cohort study. International urogynecology journal, 36(6), 1037--1044. Https://doi.org/10.1007/s00192-025-06098-x. Block h6: the following imdrf patient codes capture the reportable events below: e2401 - rectal injury requiring repair, e2330 - pain requiring exploration, e0506 - significant bleeding that resulted to hematoma formation, e0505 - hematoma formation requiring suture removal and evacuation. Imdrf impact codes f1901 and f1903 capture the reportable events of additional surgeries and suture explantation.

Manufacturer narrative:
Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 62.3 years. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 26.9 kg/m2. Block b3 date of event: the exact date of event onset is unknown. January 1, 2018 was selected as the best estimated event date based on the information indicating that the procedures occurred between january 2018 and may 2024. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: hadizadeh, a., chill, h. H., leffelman, a., paya-ten, c., chang, c., lee, j., goldberg, r. P., abramowitch, s. D., & rostaminia, g. (2025). Short-term complications following transvaginal sacrospinous ligament rectopexy: a retrospective cohort study. International urogynecology journal, 36(6), 1037--1044. Https://doi.org/10.1007/s00192-025-06098-x. Block h6: the following imdrf patient codes capture the reportable events below: e2401 - rectal injury requiring repair. E2330 - pain requiring exploration. E0506 - significant bleeding that resulted to hematoma formation. E0505 - hematoma formation requiring suture removal and evacuation. Imdrf impact codes f1901 and f1903 capture the reportable events of additional surgeries and suture explantation.

Event description:
Boston scientific became aware of incidents associated with the capio slim suturing device through the publication "short-term complications following transvaginal sacrospinous ligament rectopexy: a retrospective cohort study" by hadizadeh et al., in the international urogynecology journal (2025). The study described 190 women who underwent transvaginal sacrospinous ligament suture rectopexy for obstructed defecation syndrome between january 2018 and may 2024. In all cases, bilateral sacrospinous ligament sutures were placed using the capio slim device with 0-polydioxanone sutures. According to the publication, the following events were reported among patients who underwent transvaginal sacrospinous ligament suture rectopexy using the capio slim device. Three cases of rectal injury were reported: two were identified intraoperatively, one during posterior dissection and another during placement of a sacrospinous suture, both of which were repaired at the time of surgery. The last case occurred nine days after surgery when a patient was taken back to the operating room for exploration due to pain, during which a rectal injury was identified and repaired. One patient developed significant bleeding during sacrospinous ligament dissection, which was managed intraoperatively with pressure and hemostatic agents, and the patient was discharged on postoperative day one. However, this patient returned five days later with vaginal bleeding, and examination revealed a hematoma near the right sacrospinous suture; the suture was removed and the hematoma evacuated, resulting in resolution of symptoms. Within 30 days of discharge, four patients required reoperation: two for sacrospinous pain necessitating suture removal, and two for vaginal bleeding related to hematoma formation. No cases of surgical site infection, sepsis, or mortality were observed.